Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. Fse replaced the reagent probe b collar wash vacuum valve assembly to resolve the issue. (B)(4). The instrument software version is 5.4.08.

Event description:
The customer stated that the reagent probe b is leaking in unicel dxc 600i synchron access clinical system. The customer was wearing lab coat, gloves, and eye protection. The leak was contained within the instrument. No erroneous patient results were generated due to this event. No injury or exposure occurred due to this event.